Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and recommended power conversion pcb replacement to remediate the issue. Physio provided the power conversion pcb part number info to customer. Follow up with caller found that customer will most likely retire the device due to age and cost of repair. A conclusive root cause of malfunction was not determined.

Event description:
During a preventive maintenance inspection, customer observed that the device would intermittently fail to deliver below 10 joules. There was no pt involvement with the reported issue.